Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) on behalf of the surgeon and reported that arm 4 experienced non-intuitive movement. The tse reviewed the system logs and identified an occurrence of error 100 at the time of the reported issue. The tse explained that the error could be caused by external factors such as a nurse inadvertently applying force to the robot or the floor level affecting the arm's movement. Since there was only a single occurrence of the error, it was not considered a critical issue affecting the entire system. The tse advised that if the problem recurs, the emergency stop button should be pressed to pinpoint the exact moment of the incident. The csr agreed to inform the surgeon of this recommendation. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed a system check and found no problems. It was very likely that arm 4 bumped against another arm or the operating table. Since the movement of the arm was blocked, it was the arm joint that moved instead, which explained the error. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. .